Event description:
The customer's son called to report that the customer passed away. Prior to his death, the customer was taken to the hosp due to low blood glucose levels. The customer had gone into diabetic shock. No blood glucose levels were reported. The customer's son agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.